Event description:
Patient was revised to address pain and non-cemented cup loosening. **update** (B)(4) 2012- litigation papers received. They identified the side as left. There is no new additional information that would affect the investigation. *update: (B)(4) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of pain, loose screw, and the cup was more anteverted and vertical than the surgeon though it should be. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges loosening of cup. Added patient's residence, surgeon, lawyer and law firm. Added liner, head due to its revision and added hole eliminator due to the alleged loosening of cup. Doi: (B)(6) 2010; dor: (B)(6) 2012; (left hip).